Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries and subsequently expired on or about (B)(6) 2006, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-03715 and 03716.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-03715 and 1225714-2013-03716. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced a sudden cardiac arrest, which is alleged to have been caused by the product administered to the patient for dialysis treatment.